Manufacturer narrative:
The device associated to the complaint were not returned for analysis. The DHR analysis performed for batch (B)(4) did not reveal any anomalies that could be related to the issue reported on the complaint. The DHR review on the reported (product code 110006100, lot number 7982650) did not reveal any related manufacturing deviations or anomalies. A search into the complaints database was performed, no other similar complaint was reported for the affected product codes and lots combinations. No x-ray or operatives notes were provided for analysis. Based on the information received and the investigation performed, the root cause of the incident could not be determined. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Post operatively after the patient had been discharged the humerus fractured and the joint dislocated.